Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaracccuy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2022. When the patient's friend came to visit, she noticed the patient was incoherent and (B)(6) was called. Upon arrival, ems performed a bg which was 556 mg/dl but the patient¿s cgm displayed 323 mg/dl. The patient was transported to the hospital, treated with IV fluids and insulin injections as the patient¿s tandem pump was removed by hospital staff. The patient was released from the hospital after six days. Additionally, the patient reported that they are hypo-aware but hyper-unaware. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.